Event description:
Physician used the asteame nipple covers on the patient. When the patient came back for her follow up visit she had a fungal infection. Physician feels that they are too tight and are not giving enough breathing room.